Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was implanted with plate and screws on an unknown date. Patient was returned to or for hardware removal, reason unknown, on an unknown date. Four screwheads were broken and two screwheads were jammed in the plate. Complaint was sent for information only, no further information available. This is 2 of 5 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). This screw has been broken off below the head. Threads for the first 6.4mm have been heavily damaged. The damage is in multiple forms. The major diameter has been compressed, there are impact marks, and also grinding type marks in which considerable material has been removed. Beyond 6.4mm, the threads are in good condition until about 9.8mm from the tip. At this point there appears some impact/compression marks at the major diameter. These take two forms; small marks that present themselves as a line through several thread majors and relatively parallel to the part centerline and larger compression of the major with fewer threads affected. The flute cutting edges at the threads have been impacted. The tip is in good condition.